Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Mother reported that the pt experienced severe hypoglycemia due to inaccurate insulin delivery of the infusion device. Pt's blood glucose was 70 mg/dl at 4:28 p.m on (B)(6) 2011. Pt played football from 5:30-7:30 p.m. At 8:12 p.m., pt ate 5 b.e and delivered 11 units of insulin via the infusion device. At 10:35 p.m., blood glucose was 51 mg/dl and pt ate 3 b.e. At 10:50 p.m., blood glucose was 47 mg/dl and pt ate 3 b.e. Pt changed the insulin cartridge at 11:00 p.m., and blood glucose was 108 mg/dl. On (B)(6) 2011 at 7:13 a.m., blood glucose was 13 mg/dl. Pt's mother administered honey and delivered a glucagon injection. Mother disconnected the infusion device and notified the emergency doctor. Pt started on a replacement infusion device. Pt also reported the down button was damaged. Pt did not have an infection or start a new medication. Infusion device was not exposed to water or electromagnetic fields. Infusion device was requested for eval.